Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, heart problem and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918usqs6eza1. Hardware: sm-s918u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was taken into the hospital through the emergency room and had been hospitalized with a heart problem and hyperglycemia on (B)(6) 2025. The patient was wearing the pod for an unknown duration. The healthcare provider (hcp) found that the heart problem occurred due to the patient having hyperglycemia. The omnipod 5 controller was not working, which led to the patient's hyperglycemia and heart problem. The patient was diagnosed with heart failure and treated with a left ventricular assist device (lvad) transplant. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
On (B)(6) 2026, submitting correction supplemental to update d4 - lot # and serial #.